Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that sometimes her sensor glucose readings were very different from her blood glucose level. Customer's blood glucose level was 45 mg/dl but her sensor glucose reading was 80 mg/dl. The sensor was bent. The device was not returned.